Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h4. H6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that verse x25 inserter/tightener had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. The evidence provided was not sufficient to confirm the reported event of embedded device. Functionality and device interaction issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the verse x25 inserter/tightener would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm6018209 released in one batch. Batch 1: lot qty of (B)(4) were released feb 22, 2023 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During a procedure, the tip of the final tightener broke inside the set screw while the set screw was being tightened. The metal broken piece could not be removed and stayed inside the set screw in the patient. The set screw was locked with one click only, rather than the usual two clicks. Alternative used for the remaining screws. There was no patient consequence. Procedure was completed successfully with no delay.